Event description:
The customer reported the device touchscreen did not respond. The device was returned to the biomed dept for an unspecified reason. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were unk reports of any adverse patient events and unk reported delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen does not respond and would not calibrate. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen was found to not respond and did not pass the calibration test. This report represents all info known by the reporter upon query by hospital personnel.